Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. There was no adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support as issues occurred in the past, and was unable to provide further information.